Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. After few weeks of the procedure, it was determined that there was a single leaflet device attachment (slda) to one of the clips and the clip was no longer attached to the anterior leaflet. Mr was grade 4 after slda. Additional clip was implanted to stabilize the slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.